Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. Initial reporter phone #: (B)(6). H.6. Investigation summary: our quality engineer inspected the 1 photo and 1 opened sample submitted for evaluation. The reported issue of catheter defective / damaged was not observed, but the defect of needle through catheter was observed upon inspection of the sample and photo. Analysis of the sample photo showed that there was a transparent substance on the catheter tubing near the catheter tip. Examination of the returned opened sample showed that the needle pierced through catheter near the tip area. Bd determined that the cause of the failure was possibly the result of use error. During use the user could have partially withdrawn the needle from the catheter and reinserted the needle into the catheter. Doing so is likely to result in the needle piercing the catheter since the elastic nature of the catheter material will fling the needle into and possibly through the catheter wall. It is recommended that prior to the use of bd products to review the instructions for use documentation supplied to ensure the greatest chances of there being no failures during use. We cannot confirm this root cause however, since we cannot confirm how the product was exactly used. Our manufacturing process was reviewed and there are systems in place which can detect and reject the defect observed during production. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd angiocath plus¿ i.v. Catheter was cracked. The following was received by the initial reporter: verbatim: found catheter end-tip cracked.